Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that a spontaneous call was received from the patient, who reported receiving an alarm on both pumps with the current cassette but had no issues when using different cassettes. The patient was unable to provide any error messages and just stated it was beeping with nothing displayed on the screen. The patient had additional cassettes they were able to switch to, allowing them to successfully continue their infusion. There was patient involvement and unknown patient harm/adverse event reported.